Event description:
The doctor reports that the dental implant located in position number 36 failed because it fractured at the head/neck. The doctor reports that the procedure was not concluded, implant remained implanted.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. G4: premarket identification k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d3. Manufacturer email address d4: additional device information g1. Contact office name and email address g1. Contact office - manufacturer site - email address g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. Zimvie did not receive one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63889904. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63889904 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ the customer did submit one (1) x-ray image for the reported event. The implant appears to be fractured at the collar region. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, the implant malfunction did occur. Without device receipt, the reported event was confirmed based on the x-ray provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.